Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair procedure using a stent graft etbf2313c124e endur ii bif and bilateral limbs to treat a 63 mm aneurysm, difficulties were encountered during removal of the main body stent graft's delivery system. After deployment of the main body, the delivery system could not be backed out over the wire. While advancing the delivery system back into the common femoral artery, a kink in the wire was identified. The wire was then cut proximal to the kink, allowing the delivery system to be removed with minor difficulty. No patient complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the delivery system had been disassembled prior to receipt of the device. A break was evident to the disassembled screw gear. The backend t-bar had detached. An in-house 0.035¿ guidewire was backloaded through the tip and could be advanced and retracted through the delivery system including the detached backend with no issues. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported difficulty in removing the delivery system could not be assessed based on the pre-implant films provided. Procedural angiograms showing the delivery system being advanced into the patient, the device deployment, the kink in the guidewire, and the removal process were not available for evaluation. Analysis of the returned films did not reveal any obvious anatomical characteristics within the common iliac arteries that could have contributed to the reported event. B5: additional information received: it was reported that the physician believes the endurant ii delivery system was not related to the wire kinking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was confirmed that the guidewire used during the procedure was a non-medtronic device. The kink occurred at the back end of the wire and did not pass through the patient's anatomy. The physician encountered difficulty removing the delivery system only when it reached the kink in the wire. At that point, the removal could not proceed until a cut was made proximal to the affected section of the wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.